Manufacturer narrative:
This report is being amended to reflect changes in sections. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A follow up with the field confirmed that the final screw seating is performed by hand. A definite root cause for the issue cannot be determined with the information provided. The driver is used for treatment. Visual inspection of the standard hexagonal cannulated screwdriver confirms that a small portion of the hexagonal feature of the devices fractured off. Review of the device history records did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the screwdriver broke into two pieces during surgery. Both pieces were retrieved.